Event description:
The customer reported obtaining false negative patient result of (-9999) on multiple drugs of abuse assays which include barbiturates (barb), cannabinoid (thc), ethyl alcohol (etoh), phencyclidine (pcp), fentanyl (fen), and opiates (opi), involving the au5800 clinical chemistry analyzer. The erroneous results were not reported outside the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found multiple wavelengths measurements had errors. The fse determined that the issue was due to a faulty photometry control board. The fse replaced the photometry control board to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).